Event description:
In 2006 the stent fractured inside the patient on 06/06/2005. In an effort to remove the broken pieces from the iliac artery a perforation of the external iliac artery occurred resulting in the loss of the patient's leg at the hip.